Event description:
The customer reported that a tip of the laser probe came off. That was noticed before using the probe. The surgery was completed with a new instrument. No patient harm occurred.

Manufacturer narrative:
With regards to this complaint, three 25 gauge illuminated curved laser probes with dorc connectors were received for investigation. One of the probes showed no anomalies and appeared to function properly. Two other probes revealed that, though the fibers were properly fixed in the inner capillaries, the bonding between the two capillaries itself was not sufficient. The failing bond was most likely the result of improper application of glue during assembly. Hence, based upon the investigation it is concluded that the reported event occurred because the device was assembled incorrectly and as such the cause is traced to manufacturing. Review of the complaint database revealed no similar complaints have been reported on this specific lot previously. In addition, trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
Complaint article was received by d.o.r.c.. Investigation is ongoing.

Event description:
The customer reported that a tip of the laser probe came off. That was noticed before using the probe. The surgery was completed with a new instrument. No patient harm occurred.